Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found that the electrical socket was leaking water and the contacts were corroded, resulting in no image. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed no image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.